Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an increased sensing integrity count (sic), non-sustained ventricular tachycardia (nsvt) episodes with oversensing, and decreased sensing. The lead was explanted and replaced. No patient complications were reported as a result of this event.